Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that prior to the implant procedure, the physician tested the right ventricular (rv) lead screw and "all was ok." Then, during the implant procedure, the physician attempted to position the lead several times but the lead screw was blocked. The lead was explanted and replaced. No patient complications have been reported as a result of this event.